Event description:
It was reported that the patient twiddled their device causing the leads to dislodge and tangle or constrict the heart. The patient received the pacemaker due to a low heart rate. The device was repositioned under the pectoral muscle to prevent further issues. The device remains in use and the location of the leads are unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.